Event description:
It was reported the patient experienced unintended stimulation in her ribs. An sjm reprogrammed the scs system and the patient reported effective stimulation and no rib stimulation. A few weeks later the patient reported the rib stimulation had returned. The patient is pending x-rays and a physician visit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.